Event description:
It was reported that the customer was hospitalized for dka. The programming and histories were accurate. It was stated that the pump passed the bolus test. The customer confirmed that an alarm occurred prior to the event. It was stated that the customer did a set change and the cannula was bent. It was conveyed to the customer to follow the two hbg rule. In addition, the customer was educated on the alarm.